Event description:
The pump was returned for investigation. Investigation revealed damage to the casing. This report is made based on results of investigation completed on 04/29/2015.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 04/29/2015 with the following findings: device evaluation: on examination, the battery compartment was found to be cracked between the top of the pump and the bumper pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.